Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device received at the manufacturer for investigation. Reportedly, the recipient could not hear well. The recipient has been re-implanted .

Event description:
The recipient only had 4 active channels due to high impedances. There was no accident or trauma reported. The recipient has been re-implanted, after surgery the user is progressing as expected.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. Furthermore the implant registration card states that four channels were left outside of cochlea during initial implantation, which might have contributed to the reported lack of benefit. The problems described in the recipient report appear to match the damage found. This is a final report.